Event description:
On 06/30/2025, a sales representative reported via (B)(4) that an ar-9091-02 hindfoot nail cable tensioner cable setting screws in the tensioner have been reverse threaded into the jig and frequently gets stuck. This happened during a case and had no adverse effects on the patient. Additional information was provided via phone, where the sales representative stated this event occurred during an ankle fusion procedure on (B)(6) 2025, where they were unable to compress the nail. This resulted in a delay of about 15-20 minutes that did not require additional anesthesia

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to user error with the device, resulting from over-torquing/over-engaging the driver, unintentionally applying force in the wrong direction, which can cause jamming or cross-threading.